Manufacturer narrative:
Prior to closing a surgical spine incision, the surgeon noticed a piece of material in the wound. A forcep was used to remove the piece of material. There was no medical treatment initiated. The piece of material was not returned for evaluation. We are unable to determine or confirm that the piece of material came from the gown that the surgeon was wearing. A root cause has not been determined. We have had no other complaints for this issue in the last year. We have not confirmed that the gown caused or contributed to the reported incident. However, due to the need for a piece of material being removed from a body cavity, and in an abundance of caution, this medwatch is being filed.

Event description:
A piece of material was removed from the surgical site prior to closing the wound.